Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high threshold measurements. Sensing and impedance measurements were noted to be stable. A chest x-ray showed no anomalies, so the device was programmed to lv only pacing as the rv lead was not being used. Subsequent information was received that high threshold measurements continued to be observed. The root cause was unknown. Surgical intervention was undertaken. The lead was explanted and replaced. No additional adverse patient effects were reported. The lead was discarded and is not expected to be returned.